Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been not other complaints reported with the lot number. Attempts have been made to obtain add'l info. A completed questionaire was not received. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure she is experiencing blurry vision and fluttering flashes where there are many bright tights present. Her vision has never been clear with this lens and she feels as though something is in her eye. Add'l info was received from the pt. Her distance vision is worse than it was prior to the procedure. Add'l info has been requested from the surgeon.